Event description:
It was reported that the system 7 dual trigger rotary continued to run after the triggers were released during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Upon inspection, the device was found to have sleeve interference. The device was repaired and returned to the user facility.

Event description:
It was reported that the system 7 dual trigger rotary continued to run after the triggers were released during testing or set up. There was no patient involvement and no adverse consequences associated with the device.